Event description:
It was reported that the atrial lead exhibited intermittent loss of sensing and atrial capture threshold had increased to 3.5 v. A chest x-ray revealed that the lead dislodged. The lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.